Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and underwent an ipg replacement procedure. During the procedure, the physician found out that the ipg was flipped upside down and coiled by the lead wires with an extensive amount of subcutaneous tissue around the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The return ipg was analyzed and the ipg completed a recharge within a four-hour cycle, and the analysis of the device's data logs showed no anomalies associated with premature battery depletion. However, a review of the charging log indicated that the charger's misalignment with the ipg resulted in a lower-than-expected charge current, which led to a reduced charge voltage. These issues are commonly attributed to the reported device migration, depth, or orientation problems. The reported allegation that the patient was having difficulty charging the ipg and the ipg was flipped upside down was confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the chargers misalignment with the ipg resulted in a lower-than-expected charge current, which led to a reduced charge voltage. These issues are commonly attributed to the reported device migration, depth, or orientation problems. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and underwent an ipg replacement procedure. During the procedure, the physician found out that the ipg was flipped upside down and coiled by the lead wires with an extensive amount of subcutaneous tissue around the ipg. The patient was doing well postoperatively.